Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. IFU: is the reported risk/harm listed in the IFU? Fu figure number:ge0086. Revision:14. Chapter: preparation and inspection 3.3 inspection of the endoscope. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center for the insertion section bitten. This does not indicate a reportable event. However, a reportable failure was found during testing at the service center. During inspection of the device, it was observed that the grip was sticky. There was no patient involvement.